Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Date of event: the event occurred in 2018, however, the month and date of the event were not reported. The product lot number is not available / not reported. The expiration date of the device is not known. Initial reporter information such as the name, phone and email address are not available / unknown. The device manufacture date is not known as the product lot number of the device is not available / not reported. [Conclusion]: the healthcare professional reported that the physician needed to exert a lot of force when he was attempting to withdraw the 5x33 embotrap ii revascularization device (et007533/unk lot) back into the sofia intermediate catheter (microvention). There was no report of any patient harm or adverse event. The 5x33 embotrap ii revascularization device is not available to be returned for evaluation and testing. The lot number is not available. Device history record (DHR) review could be performed without the lot number. Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of causes and possible contributing factors could be made. As such the investigation will be closed. With the limited information available and without the product available for analysis, the reported customer complaint could not be confirmed. The device history record (DHR) review was not performed as the lot number of the device was not available. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and/or device manipulation/interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The company is seeking this information through the event investigation. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the physician needed to exert a lot of force when he was attempting to withdraw the 5x33 embotrap ii revascularization device (et007533/unk lot) back into the sofia intermediate catheter (microvention). There was no report of any patient harm or adverse event. The 5x33 embotrap ii revascularization device is not available to be returned for evaluation and testing.

Manufacturer narrative:
Manufacturer¿s ref no: (B)(4). The purpose of this MDR is to correct the manufacture information. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.